Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 314.743, lot h549832: release to warehouse date: november 01, 2018. Supplier: (B)(4). No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was completed: the device was received with the distal tip of the device broken. The broken tip is jagged and is fragmented. No other issues were identified. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection showed the relevant dimensions were conforming. The relevant drawings were reviewed. The complaint was confirmed for the device. The distal tip of the device was broken and fragmented. Although no definitive root cause could be determined, it is possible that the device encountered unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hrx. Reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the drive shaft-minimum length-for use with (reamer/irrigator/aspirator)ria was broken at the tip on it. There was no patient involvement. This report is for one (1) drive shaft-minimum 520 mm length-for use with ria. This is report 1 of 1 for complaint (B)(4).